Event description:
A peritoneal dialysis (pd) patient (pt) contacted customer service (cs) to report that she had an allergic reaction to the 4x4, island dressing, sterile. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).